Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, self test, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No low battery or low reservoir alarm was noted during testing. The pump had a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose at time of incident was 404 mg/dl. Customer stated the battery did not last more than one week. The customer was advised that the device would be replaced. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 404 mg/dl. The customer was treated for high blood glucose with bolus using the pump.